Event description:
This pt was noted to have diaphragmatic stimulation when the device was programmed in "true bipolar vector". When the pt paced in a different vector there was no stimulation but this caused worsening heart function. This lv lead was successfully repositioned on (B)(6) 2011 and all records indicate it remains actively implanted. Should additional info become available, this event will be updated.